Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel and aneurysm morphology are unk. The pt has history of bowel cancer. It was reported that the stent graft implantation was without complications; however, the pt returned to the hospital a few days after the procedure with acute bowel ischemia and expired on an unk date. The physician reported that the pt's death is not related to the aneurx graft.